Manufacturer narrative:
The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience.(B)(4)

Event description:
Medtronic (covidien) received report that a pipeline opened obliquely in the artery. No patient injury was reported as a result of this procedure. No further information is available at this time.

Manufacturer narrative:
The pipeline braid was returned for evaluation without its pushwire. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was found fully opened with no damage. No other anomalies were observed. Based the analysis findings, the report of ¿failure to open¿ could not be confirmed. The event cause could not be determined as the returned pipeline braid was found fully opened with no damage. Possible cause includes patient¿s vessel tortuosity. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline embolization device has successfully expanded, deploy the remainder of pipeline embolization device by pushing the delivery wire and/or unsheathing the pipeline embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline embolization device. Carefully inspect the deployed pipeline embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.